Event description:
It was reported that the ambulance was involved in an accident as a pt was being transported to a hospital. There was reported pt involvement, with undetermined injuries to the pt.

Manufacturer narrative:
Unit was not evaluated by stryker but will be taken out of service.